Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low sugar level. The customer had been coming in low in the morning for a while and then was hospitalized. The customer's doctor instructed pt to lower the basal rates.